Manufacturer narrative:
The patient's exact age was not reported, however, the patient was reported to be over the age of 18. (B)(6). (B)(4) captures the reportable investigation findings of stent wire punctured. A wallstent biliary uncovered stent and delivery system were received for analysis. The stent was received fully covered and undeployed. Visual inspection was performed and it was found that the valve body assembly was detached from the shaft. The outer clear sheath was kinked at the distal section. The wires of the stent punctured the outer clear sheath. No other issues were noted to the stent and delivery system. The reported event of handle broken was confirmed. Drag marks observed in the shaft indicate that the components (valve body assembly and shaft) were joined prior separation. The investigation concluded that the procedural or anatomical factors encountered during the procedure limited the performance of the device, contributing to the reported and observed failures of the device. It is likely that the kink in the outer clear sheath at the distal section was either due to the interaction with the scope when the device was advanced or hitting the device against a hard surface. Once the outer clear sheath was kinked, resistance would have occurred and the force applied to the handle when the stent was attempted to be deployed could have caused the punctured outer sheath and handle break. Therefore, a review and analysis of all available information indicated the most probable cause is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that a wallstent biliary uncovered stent was to be implanted to treat a 4cm malignant stricture in the middle of the common bile duct during a stent placement procedure performed on (B)(6) 2021. Reportedly, the patient's anatomy was not tortuous and was dilated prior to stent placement. During the procedure, the handle got detached from the catheter. The procedure was completed with another wallstent biliary stent. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: this event has been deemed an MDR reportable event based on the investigation results which revealed that the stent wire punctured the clear outer sheath.